Event description:
It was reported by repair work order that the track came off from the stair chair due to a broken track wheel. This could prevent stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.